Event description:
The mitral valve was explanted and replaced with a sjm 31mj-501. The reason for explant is unknown at this time. An aortic valve (21ahpj-505) was also implanted during this procedure.